Event description:
According to the reporter, during a laparoscopic incisional hernia repair with mesh procedure, a portion of the needle was left in the umbilicus and was unable to be removed. A new device was opened and used without incident to complete the case and resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.